Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to ongoing elevated blood glucose (bg) levels (524mg/dl). Cause of elevated bg level was unknown. Bg was treated with manual insulin injections, observation, and verifying supplies were functioning as intended. Reportedly, customer left the ER 4 hours later when bg was less than 300 mg/dl; however bg subsequently increased and the customer returned to ER. Reportedly, customer left the ER the next day in stable condition (bg less than 300 mg/dl).